Manufacturer narrative:
Complaint confirmed, visual evaluation confirms that one of the returned devices the tip broke off approx. 4 inches. The fragment generated during this event was not returned for analysis. No damaged observed to the second device. Relevant and available features were measured and found to meet specifications of drawing c14497 rev 2.the cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/05/2021, it was reported by a sales representative via phone that when the surgeon inserter an ar-3638, knotless fibertak, the anchor inserter broke upon insertion into the patients glenoid. The fragment was removed from the patient using a grasper and the surgery was prolonged an additional 45 minutes in order to retrieved the fragment. No additional anesthesia was necessary. This was discovered during use in an instability shoulder procedure on (B)(6) 2021. The case was completed by using an ar-1934ps-2.ps-2.